Event description:
Caller is reporting that the toothbrush he has been using has black mold that causes serious health issues, he stated that he has developed allergic reaction from this. Caller stated that he took the toothbrush apart and thoroughly cleans it, however, about a day later the mold starts to grow. He stated that there was no warning on their instruction stating that there is a possibility of mold growing, he feels other consumers are getting ill without knowing that this mold is the cause. Caller stated that this toothbrush is a health hazard and should be reported. Document number: (B)(4). Report number: (B)(4).